Manufacturer narrative:
D4 - device serial number was requested but could not be provided. Manufacturer's investigation conclusion: the reported event of a leak in the shower bag and water getting in was unable to be confirmed. The heartmate 3 system controller (s/n: unknown) was not returned for analysis. No photos or additional documents were provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D, section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook, rev. D, section 6 ¿caring for the equipment¿ instructs users to periodically check all carrying equipment for damage. Users are advised to not used damaged products and to obtain a replacement by calling their hospital contact. Heartmate 3 patient handbook, rev. D, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ device history records could not be reviewed due to the serial number of the system controller being unknown. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The shower bag was in use by the patient at the time of the event; however, it is unknown if fluid ingress occurred on the system controller.

Event description:
It was reported that the patient's shower bag had a leak exposing the heartmate 3 system controller to the risk of fluid ingress. Related MFR #1 16596-2023-06194.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.